Event description:
It was reported that during a da vinci hysterectomy procedure, it was observed that the wires on the fenestrated bipolar forceps instrument were showing. There was no report that any piece(s) from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has been returned for evaluation, however; failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the exposed wires could likely cause or contribute to an adverse event if the failure mode were to recur.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch up cable is frayed at the distal clevis hub. Frayed strands stick out at the wrist. The other cables at the wrist are not damaged. The conductor wires are intact. No other damage is found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed pitch cable could likely cause or contribute to an adverse event if the failure mode were to recur.